Manufacturer narrative:
Additional data: b5, h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
It was further reported that the patient "had been moving after the surgery, not following the doctor's instructions to limit his activities".

Event description:
A customer reported that a patient underwent revision surgery to address a mantis redux blocker that migrated approximately one month post-operatively.